Event description:
A pt reported experiencing inaccurate low results with a fasttake meter. The pt's blood glucose results were 35mg/dl, 104mg/dl (in the reported issue notes it was documented that, "on another vial of strips). Tests were done within < 10 mins with a difference of 61mg/dl. Pt did not experience any adverse events. No further info has been reported.